Event description:
Information received from the field does not address the patient's clinical status but notes that one week post implant, loss of ventricular capture was observed, even at 7.5 v. Strips showed loss of capture and intermittent ventricular undersensing. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received